Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that immediately after the catheter was placed, urine began to leak out of the balloon. The catheter was reportedly removed and replaced. The complainant noted that no pieces were observed to be missing from the balloon.